Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction occurred. In addition, it was reported that the customer experienced a low blood glucose (bg) level, actual value not provided. Cause was unknown. Customer consumed carbohydrates to address low bg. Although requested, customer declined to provide what back up therapy would be used.